Event description:
It was reported by the patient's family member that the implantable cardioverter defibrillator (ICD) alerted and they were told by the patient's physician that there was not a good connection to a lead. The alert was turned off; however, a few days later the ICD alerted again. The ICD and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: 5076-45 lead implant date: (B)(6) 2019, 6935m55 lead implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.